Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad buttons have not been working correctly for about 3 months . The ok button requires multiple presses to get the screen to maneuver. The up arrow is starting to do the same. There is reportedly no tear in the rubber on the keypad. The pump is worn in a pocket. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The contrast and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).